Event description:
Philips onsite defibrillator, rec'd a letter from philips explaining that the device may not operate in an emergency. States that the operator would have to remove battery, re-install, and press an :I: button if the AED does function during a cardiac arrest. This process is not included in aha or nsc training for AED use during cardiac arrest. The machine is supposed to be automatic. The machine was purchased with the understanding that it would be ready for use if maintained. During an emergency, removing the battery, and re-inserting to check for a software error is not appropriate pressing the blue (I) button during CPR to determine if the machine is working appropriately is a little too late. I have been teaching CPR and AED for over 20 yrs, never had I seen such a problem with an automatic external defibrillator. Teaching lay persons to use this device, with this complication is dangerous. No other AED that I have taught with has this type of vague problem. The voice prompts usually talk about poor pad placement, not plugging in the electrodes, or battery condition. This should be recalled and all should be repaired. I have purchased over 30 of these and have to explain, what to do if the machine chirps 3 times during CPR? Dangerous.